Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. When the wds was advanced into the was, the tri-cut tip punctured the distal end of the laa, causing a pericardial effusion. The procedure was not completed because of this. The patient was observed and remained stable. It was further reported that the distal part of the left atrium was perforated while aligning the distal mark point of the was and wds. There was no surgical intervention required. The fluid around the heart did not increase. Protamine and heparin were given and the patient returned to the cardiac care unit. The patient remained stable and was discharged.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. When the wds was advanced into the was, the tri-cut tip punctured the distal end of the laa, causing a pericardial effusion. The procedure was not completed because of this. The patient was observed and remained stable.

Manufacturer narrative:
Device analysis by MFR.: the returned device consisted of a watchman delivery system with the implant inside the sheath. The device was bloody, and the implant was deployed during lab analysis. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tri-cuts bent slightly inward) and numerous small kinks in the sheath. Inspection of the rest of the device found no other damage or defect. The reported pericardial effusion and perforation could not be confirmed through lab analysis as clinical circumstances could not be replicated.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. When the wds was advanced into the was, the tri-cut tip punctured the distal end of the laa, causing a pericardial effusion. The procedure was not completed because of this. The patient was observed and remained stable. It was further reported that the distal part of the left atrium was perforated while aligning the distal mark point of the was and wds. There was no surgical intervention required. The fluid around the heart did not increase. Protamine and heparin were given and the patient returned to the cardiac care unit. The patient remained stable and was discharged.